Manufacturer narrative:
Insulin pump monitored in 50c oven for several days and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked battery tube threads and scratched lcd window.

Event description:
Customer reported that they went to change the batteries on their insulin pump and now she is experiencing a blank display. Customer stated that they have tried eight batteries. Customer also reported a crack on the insulin pump going towards the battery compartment. Customer's current blood glucose reading is 156 mg/dl. No further information reported.